Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in delivery of inappropriate anti-tachycardia pacing (atp) threapy. An invasive procedure was performed. The lead was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).